Event description:
The customer reported the bronchovideoscope device was not recognized by the processor during set up / inspection for use (during set up in room / before patient in room).

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, during the inspection two additional reportable malfunctions were observed: the bending section cover adhesive was chipped/detached and the videoscope image was noisy. Based on the results of the investigation, the noisy image was attributed to a damaged circuit board and the detached adhesive was attributed to stress related problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.